Event description:
It was reported that an emergency room physician contacted the manufacturer representative on sunday indicating the patient had shaking in his left arm. The patient was going to follow up with his physician on monday. The implantable neurostimulator (ins) was 100% charged, but the patient did not have his programmer on him to check. The patient did not want the device turned off. The ER physician gave the patient medication. It was noted that impedance values in the operating room were all within normal range at 1.5 volts. The physician was going to try to see the patient this week. It was reported that a loss of therapeutic effect occurred which was not related to stimulation therapy. The patient was in the ER on (B)(6) 2013 for return of symptoms and dystonia on the left side of the body. It was suspected the right side ins was turned off, however the patient did not have his programmer to check. The patient had attempted to recharge the ins. The patient was transported from the emergency room to a different facility. The patient was admitted to the hospital due to worsening of dystonia. The physician¿s assistant was going to meet with the patient on (B)(6) 2013 to make sure the device was working and that the patient was recharging correctly, and to do some programming. It was noted the patient¿s left arm had been contracting. The physician¿s assistant turned stimulation on the right side up to 5.3 volts and the patient was ¿doing fine.¿ impedance measurements were ¿fine¿ as well. The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # v006360, implanted: (B)(6) 2006, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v006360, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37651, serial # (B)(4), product type recharger. (B)(4).